Event description:
According to the reporter: during laparoscopically assisted vaginal hysterectomy while closing vaginal cuff, endostitches were difficult to toggle, load and unload. And the v-loc suture was also used, the reporter stated that both needle and thread got broke. The needle fell into patient cavity but was retrieved with a grasper. There was a surgical time extended more than 30 minutes. Several instrument and reloads were utilized to complete the procedure. No patient injury has been noted. Patient status: alive - no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.